Event description:
It was reported during the implant procedure, the pulse generator exhibited high impedance. The device was not implanted. A replacement device showed normal measurements and was successfully implanted.

Manufacturer narrative:
Final analysis found normal device characteristics.